Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicated that the deep brain stimulation (dbs) patient experienced charging difficulties, with the battery requiring an extended time to reach full charge. To address this, a revision procedure was performed. During the procedure, it was determined that the implantable pulse generator (ipg) simply required repositioning. The patient is recovering well postoperatively and is now experiencing efficient charging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.